Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
It was reported that the patient's s1 lead had migrated. Reportedly, the patient felt a pull while unloading her dishwasher. X-rays confirmed the migration. As a result, the physician explanted and replaced the s1 lead. Therapy was restored following the procedure.